Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergic reaction/other allergies') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), obesity ("obesity "), myalgia ("muscle aches"), headache ("headaches "), dry mouth ("dry mouth "), psoriasis ("psoriasis"), dry eye ("dry eyes"), sleep apnoea syndrome ("sleep apnoea"), anxiety ("anxiety"), depression ("depression"), polyp ("polyps"), amnesia ("memory loss"), tooth loss ("tooth loss") and intestinal perforation ("perforation of her intestines") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral salpingcetomy). It was unknown whether any action was taken with essure. At the time of the report, the hypersensitivity, swelling, genital haemorrhage, obesity, myalgia, headache, dry mouth, psoriasis, sleep apnoea syndrome, anxiety, depression, uterine leiomyoma, polyp, amnesia, tooth loss and intestinal perforation outcome was unknown. The reporter considered amnesia, anxiety, depression, dry eye, dry mouth, genital haemorrhage, headache, hypersensitivity, intestinal perforation, myalgia, obesity, polyp, psoriasis, sleep apnoea syndrome, swelling, tooth loss and uterine leiomyoma to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergic reaction/other allergies') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), obesity ("obesity "), myalgia ("muscle aches"), headache ("headaches "), dry mouth ("dry mouth "), psoriasis ("psoriasis"), dry eye ("dry eyes"), sleep apnoea syndrome ("sleep apnoea"), anxiety ("anxiety"), depression ("depression"), polyp ("polyps"), amnesia ("memory loss"), tooth loss ("tooth loss") and intestinal perforation ("perforation of her intestines") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral salpingectomy). It was unknown whether any action was taken with essure. At the time of the report, the hypersensitivity, swelling, genital haemorrhage, obesity, myalgia, headache, dry mouth, psoriasis, sleep apnoea syndrome, anxiety, depression, uterine leiomyoma, polyp, amnesia, tooth loss and intestinal perforation outcome was unknown. The reporter considered amnesia, anxiety, depression, dry eye, dry mouth, genital haemorrhage, headache, hypersensitivity, intestinal perforation, myalgia, obesity, polyp, psoriasis, sleep apnoea syndrome, swelling, tooth loss and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.